Manufacturer narrative:
D1: brand name is blank because the device is known to be a watchman device, but the exact brand name is unknown even after good faith efforts were exhausted.

Event description:
It was reported via patient call center that vessel rupture occurred. A left atrial appendage closure procedure was being performed. During the procedure an artery ruptured, and another physician was called in to repair the blood vessel.